Manufacturer narrative:
(B)(4). A batch review will be performed. Evaluation summary: one sample was received with approximately 300 ml of fluid in the bladder. No defect was observed during visual inspection and functional flow test. The sample was working within specification. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced no flow. The infusor was filled with an unknown drug. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter stated that the device had been filled per procedure recommended by baxter. The device was filled slowly with the unspecified solution. The device was held vertically during filling and all air was removed from the administration tubing. The customer performed priming and confirmed solution flow. The device was manufactured april 21, 2013 ¿ april 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.